Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient with cardiomyopathy had impella 5.5 placed for recovery. On day two of support, arrhythmia with suction event occurred. The patient would get arrhythmia if the impella would go above the p4 level. The team was going to check how to control rhythm, but the patient expired that same day.

Manufacturer narrative:
Corrections: b1, e4. The investigation of the reported failure mode has been completed. No product was returned. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: after the review of logs, multiple suctions alarms were observed along with impella in aorta and ventricle alarms. No motor current spikes were observed. The cause of pump suction cannot be determined since insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.